Manufacturer narrative:
Investigation summary: bd received two (2) photos for investigation. The analysis of the photos did not show any evidence of additive abnormality. Additionally, 30 retained samples were visually inspected, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, one (1) tube exhibited additive abnormality. No adverse impact was reported regarding the patient or user.